Event description:
Customer reported the system would not come out of sleep mode. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. System operates as intended.